Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 320, 304, 326, 357, 381 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 150 mg/dl. Customer had only been using the truemetrix meter for three weeks. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 03/06/2018, a back to back blood test was performed by the customer non-fasting and produced test results of 342 mg/dl and 349 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is three weeks. The meter memory was reviewed for previous test result history (date/time not set): result 1:320mg/dl date:(B)(6) 2018 time:9:29am fasting. Result 2:304mg/dl date:(B)(6) 2018 time:9:51am fasting. Result 3:326mg/dl date:(B)(6) 2018 time 6:39pm fasting. Result 4:357mg/dl date:(B)(6) 2018 time:12:00pm fasting. Result 5:381mg/dl date:(B)(6) 2018 time:433pm fasting.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 320, 304, 326, 357, 381 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 150 mg/dl. Customer had only been using the truemetrix meter for three weeks. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 342 mg/dl and 349 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is three weeks. The meter memory was reviewed for previous test result history (date/time not set): result 1:320mg/dl date: (B)(6) 2018 time:9:29am fasting; result 2:304mg/dl date: (B)(6) 2018 time:9:51am fasting; result 3:326mg/dl date: (B)(6) 2018 time 6:39pm fasting; result 4:357mg/dl date: (B)(6) 2018 time:12:00pm fasting; result 5:381mg/dl date: (B)(6) 2018 time:433pm fasting.